Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In the surgeon's opinion capsule folds attributed to the events. Later capsulotomy had to be performed because of that. The lens remains in the eye, no explantation has been planned. The patient also had a history of lasik procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she had undergone intraocular lens (iol) implantation, because her laser operation around 2 years ago was not successful. She was promised that her distance vision and intermediate vision would be fine with this lens and there will be no difficulty with rays of light. However, after implantation, she experienced that her vision was blurry from around 3 meters away. She could not read anything or see faces clearly from a distance of 3 meters. She was very uncomfortable with the rays of light in the dark. Since then she had not been able to drive a car anymore. She recognized large traffic signs shortly beforehand. There was no improvement in 10 weeks. When it was bright, she could not see contrast. The lens remains implanted. According to the additional information received, the consumer saw laser specialist two years ago and had laser surgery on both eyes. After a year, the right eye was re-lasered again, but that didn't lead to the desired result either. Her laser specialist suggested her to implant this lens to resolve her symptoms. However, to this day, she is uncomfortable with light rays, she has glare, and out of focus intermediate and distance vision. She can only see in the near without any problem. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The root cause cannot be determined for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The root cause for the event was reported to be due to capsule folds. The patient had previous lasik. Further information indicated that a capsulotomy was performed. The reported complaint appears to be unrelated to the lens. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.